Event description:
It was reported that the patient enabled MRI mode prior to their MRI scan. However, during the scan patient felt burning sensation in their back. After the scan, patient noticed that the therapy was on and the device was not in MRI mode. Troubleshooting was done and no further issues were noted. It is unknown which lead caused the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115192.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.